Event description:
Additional information was received from the customer which confirmed the event (image failure) occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure occurred due to a defective image sensor unit, defective internal board of the video connector, or a system defect. A final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on charge-coupled device unit in the endoscope connector, the color tone of the image is not proper. The adhesive on the distal end was chipped. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. Due to damage on the charge-coupled device unit, the image had linear scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had image failure. It was reported that the image turned purple when changing angle. There were no reports of patient harm.